Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the patient experienced complete heart block and asystole when the right ventricular (rv) lead dislodged. The lead was disconnected and repositioned. The lead remains in use. It was also reported that when attempting to reconnect, the setscrew did not sound tight on the implantable pulse generator (ipg) device. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.